Event description:
The patient had a slap tear repaired on (B)(6) 2013 with two bioraptor 2.3 anchors, and was very happy and symptom free, until having a fall a year later (the exact date of the fall is unknown). After the fall, the patient felt pain and crepitus. When the surgeon re-operated on (B)(6) 2014, he found the posterior superior anchor from one of the bioraptors had backed out and was 1mm proud of the cortex; the other anchor was still secure. The anchor was removed. A new anchor was not used to replace the one that was removed, and nothing was done with the site. The surgery was completed without issues. The surgeon reported that the anchor had backed out, and became proud, due to the patient falling. It was reported the patient was okay.

Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).